Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the atrial lead was exhibiting over-sensing noise that was causing inappropriate mode switches. Programming changes were performed. The patient was in stable condition.